Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted the right atrial lead exhibited lead noise and automatic mode switching. The noise was reproducible with some upper-body movements. No intervention was performed and the lead remained implanted. The patient was asymptomatic before, during and after the check and would be monitored.